Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the likely cause of the hanging thread from the sheath was due to a crack on the bending rubber adhesive. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had sheath damage with thread hanging out. There were no reports of patient harm.